Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and developed high purge pressure and would expire the same day noted to be from multi-organ failure. The impella was implanted via a femoral artery prior to percutaneous coronary intervention. Vessel treatment information was noted as unknown. The patient was eventually sent to the unit on impella mcs. It was noted there were no other therapies prior to impella mcs. Approximately 11 days after the start of the support, the impella cp pump experienced a rise in purge pressure coinciding with a decrease in purge flow. Troubleshooting was completed without success as the purge cassette was replaced, but there was no improvement with the high pressures. No further details were provided regarding the purge pressure issue were made available. However, it was noted the patient would expire this same day from multi-organ failure as the cause of death. No details surrounding and cause of the multi-organ failure were provided other than this clinical adverse event is unrelated to the impella device. Although the reporter indicates the cause of death as multiple organ failure and unrelated to the impella device used, it is unknown if the unresolved high purge pressure device malfunction may have impacted the patient's support. The high purge pressure issue was unresolved with the cassette change and other device function factors cannot be ruled out with only "not related." Thus, there is not enough evidence to exclude the impella as an associated factor in overall outcome.

Manufacturer narrative:
The impella cp pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of high purge pressure has been completed. Impella cp was returned for evaluation. Upon visual inspection, biomaterial was present in purge gap but not fully covering all of the purge gap. The returned pump and returned purge cassette were connected to the console and purged in the lab for approximately 30 minutes and no high purge pressure alarms reproduced. The pump was turned up to p-9 and again no high purge pressure alarms were triggered. Data logs were reviewed and long-term log of full case showed two instances of high purge pressure occurring during the case. No ¿high purge pressure¿ alarms were triggered during either instance of purge pressure increases. Both instances of increases in purge pressure occurred over a period of approximately 12 hours for each instance and no motor current spikes were present prior to purge pressure rise. First instance of high purge pressure begins to decrease prior to a purge cassette change. Clinical details noted that high purge pressure alarms occurred on day 12 of support. The clinical team attempted to exchange the purge cassette but did not resolve the issue. The purge composition at time of alarms was not noted. The root cause of the high purge pressure could not be definitively determined as high purge pressure was unable to be reproduced in the lab. B.2 required intervention was reported incorrectly on initial manufacturer device report number 1220648-2025-26587.